Event description:
It was reported that review of the presenting rhythm found that this patient had intermittent left ventricular (lv) loss of capture. Subsequently, the left ventricular (lv) lead was surgically abandoned and replaced successfully. The device was also explanted and replaced due to therapy/upgrade. No additional adverse patient effects were reported.